Event description:
Modular co2 alarm displayed, sounded. Ge healthcare carescape e-scaio respiratory module immediately switched out, case continued without incident. Machine sent to manufacturer for repair.